Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they have a display problem. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was duplicated during lab tests. A capacitor c1303 was found missing on the returned control pca. The available information is consistent with a malfunction of the control pca. Philips cannot rule out a malfunction of the control pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.